Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead was displaying intermittent t-wave oversensing (twos). Programming options were presented to the physician. The physician chose to make no changes at this time and continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.